Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received higher than normal blood glucose test results from her prodigy diabetes meter. The end user felt weak and experienced chest pain. The end user was transported to the ER and upon arrival her blood glucose was 79 mg/dl. No treatment was administered and after 2 - 3 hours at the ER the end user is discharged and instructed to follow-up with her pcp. After the medical event her insulin was changed from humalog 75/25 24 units twice a day to 20 units twice a day. No further details were provided in relations to this medical event.